Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was intermittently difficult to install cartridges. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose level with ketones. Customer declined troubleshooting with tandem technical support and declined to provide further information.